Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported the patient experienced positional pain and numbness in her neck. Reprogramming attempts, and turning stimulation off did not alleviate the pain. The patient underwent a procedure where two leads were replaced. The patient recovered well post-operatively with relief having been restored. The explanted leads were not returned for analysis as they were discarded by the facility.